Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed with the use of vps. During insertion, they received a continuous yellow symbol but ended with a blue bullseye. The patient experienced palpitations which prompted the request for a chest x-ray that confirmed the tip placement was near the right atrioventricular junction.